Event description:
A facility reported that the rocker arm of the mayfield modified skull clamp (a1059) was loose and has movements when the clamp is locked. No information has been provided on patient involvement, injury, or surgical delay.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation of the returned unit showed that the lock had rotational and lateral movement and a residue buildup was present. New components were added to replace worn internal parts, and general cleaning and maintenance were performed. Root cause: complaint was confirmed via inspection of the unit. There was movement present in the lock and the unit required replacement of worn internal parts due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The lock had rotational and lateral movement and a residue buildup was present. To resolve all issues, new components were added to replace worn internal parts, and general cleaning and maintenance were performed. Root cause - complaint confirmed via inspection of the unit. There was movement present in the lock and the unit required replacement of worn internal parts due to routine use and wear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a